Event description:
Hcp reports pt presented with sign of a possible drug reaction to morphine. The pump was explanted in 2003. It was returned to the manufacturer for analysis. A follow up report will be sent when additional info is available.